Event description:
I bought contacts from this site (B)(6), they also have (B)(6) page. I bought contacts from them and it affected my vision, so I did my research and found out contacts need to be FDA approved. (B)(6).